Manufacturer narrative:
This report is submitted following patient's report to FDA. Due to lack of full contact details, no photos nor any additional clinical information could be obtained to enable investigation. No matching complaints were identified in inmode's databases when searched by patient's name. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
This report is submitted following patient's report to FDA (mw5184052) who complained about "burning scar" following morpheus 8 treatment performed 1 year and 8 months ago.